Event description:
It was reported that the pump exhibited error code 41541. There was unknown patient involvement, and no patient injury was reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported problem of "error code 41541, typically indicates a failure to infuse, potentially due to an occlusion in the downstream line¿ was confirmed. The probable cause was a damaged mainboard. Further investigation found a delaminated downstream occlusion (dso) seal. The mainboard and dso seal were replaced, and the device passed all functional and delivery tests after repair activities were completed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.